Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged while inserting the syringe needle through it during the loading process. The syringe needle was replaced. Customer's blood glucose level was not provided.